Manufacturer narrative:
The reported events of ¿not getting within range impedance and threshold¿ were not confirmed. A complete lead with stylet inserted was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient had presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had exhibited an impedance stability issue and an unspecified capture problem. The ra lead was not used. The physician elected to use another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct b1 ¿ type of report should have been selected "product problem" only. The correct b2 - outcomes attributed to adverse- should have been left blank. Section d6a - date of implant and d6b - date of explant should have left blank the correct event description in section b5 should have been" it was reported that the patient had presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had exhibited an impedance stability issue and an unspecified capture problem. The ra lead was not used. The physician elected to use another ra lead and completed the procedure. The patient was in stable condition.", rather than "it was reported that the right atrial lead was explanted and replaced due to an impedance issue and an unspecified capture problem. The patient was in stable condition." H1 - type of reportable event should have been "malfunction", rather than "serious injury" the correct health effect - impact code should have been "prolonged surgery", rather than " additional surgery".

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead was explanted and replaced due to an impedance issue and an unspecified capture problem. The patient was in stable condition.